Event description:
It was reported that right atrial (ra) lead fracture was suspected due to oversensed noise and elevated threshold measurements, however x-ray findings did not reveal any obvious disconnections. The patient was scheduled to be hospitalized for prophylactic battery replacement and lead revision. Additional information received reported that the battery changeout was performed successfully. Prior to the procedure, the decision was made to revise the ra lead due to vessel occlusion identified via imaging. The ra remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.